Manufacturer narrative:
The product has been requested back for investigation and the customer agreed to return the device; however, at this time product has not yet been received. An investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. A valid lot or serial number was not provided. Clinical data was reviewed and confirmed that freestyle libre sensors continue to be safe, effective, and perform as intended in the field. Stability data for freestyle libre sensors was reviewed and showed no anomalies or non-conformances that could have led to the complaint. The available tripped trend reports were reviewed for libre sensor and perception code for the last year. The review identified a tripped trend for this perception code. This tripped trend was addressed in the tracking, trending review meeting, and investigated. The investigation concluded that the tripped trend was not correlated with a product nonconformance. Trends are regularly monitored and investigated when exceeding established thresholds to evaluate for causes associated with the product. The most probable root causes associated with this failure mode are disconnected, faulty or damaged components, software/data corruption, or misuse. However, mitigations are in place to reduce and prevent such issues. All vital manufacturing steps are validated, monitored, and verified during manufacturing to ensure the system is in conformance with the verified design. All vital functions are monitored by the system and, when necessary, function is suspended to safeguard against inaccurate results. Labeling is provided to instruct the user on the intended use of all vital parts of the system to minimize misuse. All complaints and complaint trends are investigated to determine if there is a product defect/ deficiency. If a product defect/ deficiency is identified, a risk evaluation is completed and compared to the risk management report, to ensure the risk profile has not changed. Additionally, as a part of abbott¿s post-market surveillance process, all risk evaluations with associated complaint data are reviewed annually to determine if the risk profiles have changed as compared to the product risk management reports. These monitoring processes ensure that all product risk profiles remain acceptable and have a positive benefit/ risk ratio. If product is returned, a physical investigation will be performed per adc's established processes and procedures and a report will be submitted upon completion of investigation. The device mfg date is unknown. The date entered in section h4 is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Abbott diabetes care (adc) received a complaint via e-mail which reported a high glucose readings issue with the adc device. It was reported that the customer received a high sensor scan result of ¿over 21 mmol/l¿ and it is unknown whether the customer noted a trend arrow on the device. The customer self-treated with (B)(4) units of lispro (a fast-acting insulin) however, the sensor continued to show a high scan of 27.8 mmol/l. Based on the continued high sensor scan, the customer self-treated again with insulin (dose/type unspecified. As a result, the customer experienced symptoms described as ¿something is wrong with their body, felt illness¿, and dizziness. The ambulance was called and upon arriving, a blood glucose result of 3.5mmol/l was obtained compared to sensor reading of 27.8mmol/l. The customer was taken to a hospital where glucose infusion and 3 dextrosols were administered for treatment. A post-treatment glucose results of 4.9 mmol/l compared in comparison to the sensor scan of 27.8mmol/l. It was further reported that the customer was hospitalized for two days due to the reported issue. There was no report of death or permanent impairment associated with this event.